Event description:
The customer reported that a patient receiving therapy with the innercool catheter had expired after removal of the catheter. It was reported that the patient had developed a pulmonary embolism (pe) which may have been a contributing factor in the patient's death. According to the customer, the innercool catheter had been left in situ for approximately seven days. The IFU specifically states that "the safety of the innercool catheter for indwell periods in excess of 72 hours has not been established." Pulmonary embolism is a known complication of central venous line catheterization and the importance of prophylaxis has been well described in the literature.

Manufacturer narrative:
(B)(4).